Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy without needing third-party assistance. To resolve the issue, the customer occasionally changed infusion sets and cartridges or continued insulin administration without changing any supplies. Reportedly, the customer continued to use the pump for insulin therapy.